Event description:
After pacemaker replacement and lead extraction, the pt developed pocket and pectoral twitching. Lead repositioning did not alleviate the pocket twitching and the pacemaker was replaced with another unit.